Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reported in b5, the evaluation found the customer's allegation of reduce angulation was confirmed. Additional non-reportable malfunction were found during device evaluation are as follows: angulation malfunction in the up direction due to the worn angle-wire, the upward/downward (u/d) knob tension was out of standards due to the worn angle-wire, water transport was not available due to the broken jet tube (j-tube) unit, light guide (lg) bundle was abnormal, switch 2 (sw2) was cut, the connecting tube was wrinkled, and distal end discolored. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was appropriately cleaned, sanitized or disinfected prior to being sent for repair. The customer confirmed that the facility does not delay the start of precleaning of the equipment after use. The customer noted that the facility flushed the air/water nozzle with water and air. The customer noted that if there were no abnormalities with the accessories used for reprocessing. The customer noted that the facility performed manual cleaning within an hour after the procedure . The customer noted that the auxiliary water channel flushed with water by using the flushing pump or manual. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation. The issue was found during preparation for use of an unknown diagnostic procedure, and the intended procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, residual fluid and foreign substances comes out from sub-water transport channel was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Corrected data: h4 (the correct device manufacturer date has been provided) this report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.